Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the guide pin was damaged, reported by the service business center. Plausibly, the reported fault patterns indicate a cause most likely attributed to excessive force by the user. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the oes elite endoscope's guide pin was broken. The issue was found during reprocessing after an unspecified therapeutic procedure. The same device was used to complete the procedure. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the image was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.